Manufacturer narrative:
One medfusion pump was received with a cracked top case by the handle, cracked bottom case by the l-bracket and both plunger cases were also cracked. The event history log was reviewed and there were battery depleted and pump motor phase b post error messages in the history. The power up process was conducted and the battery depleted message was found at power up. When plugged into ac, the pump turned on with a screen that prompted a passcode to clear a 'pump motor drive phase b post' alarm to continue. The battery is inoperable and no longer holds a charge due to normal wear since it is 7 years old. The battery was replaced and fully charged to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a "system failure battery depleted" and when plugged in, it would ask for a biomed code. The issue occurred at the beginning of the appointment and medication had not been administered. There was no patient involvement.